Event description:
It was reported that patient had the MRI on (B)(6) 2013 which was about 1.5 hrs long; patient reportedly heard a pump alarm that night. The pump was interrogated and updated the next day. Per the pump logs motor stall was noted at 13:57 on (B)(6) 2013 and a motor stall recovery was then logged at 17:06 (27 hours 3 minutes). Drug delivered via the device was baclofen. It was stated that the patient was receiving effective therapy now and previously.

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2013 (B)(6), explanted: unk. (B)(4